Event description:
It was reported by customer that the pyxis medstation es system is malfunctioning and cannot be restored, indicating that it "requires maintenance." According to the healthsight viewer, the item displays the message "e-lock temp/device not detected on bus". The customer stated that the user has acquired the required medications from alternative stations or to request them from the pharmacist. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station remote manager at the station is non-functional and has failed. A field service engineer discovered that the auxiliary cable was disconnected from the remote manager and subsequently reconnected it. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by customer that the pyxis medstation es system is malfunctioning and cannot be restored, indicating that it "requires maintenance." According to the healthsight viewer, the item displays the message "e-lock temp/device not detected on bus". The customer stated that the user has acquired the required medications from alternative stations or to request them from the pharmacist. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2022 to 28- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that station remote manager at the station was nonfunctional and has failed. A field service engineer discovered that the auxiliary cable was disconnected from the remote manager and subsequently reconnected it. The system functioned as intended after the field service engineer troubleshot the device.